Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department after a syncopal event. A review of the log file captured low flow events starting around (B)(6) 2020 12:41 pm with low flows captured in the 2 liters per minute range. Around 1:00 pm the low flow events became more frequent and continued until 1:06 pm with a few more at 1:08 pm. Since that time it appeared that the flow recovered back into the upper 3 liters per minute range. The patient passed out slightly before 1:00 pm on (B)(6) 2020. Patient was admitted to the hospital on (B)(6) 2020 with a hemoglobin of 6.5 g/dl, elevated international normalized ratio (inr) and white blood cells (wbc). He has a history of gastrointestinal bleeds (gib) on octreotide. He is also now in a covid rule out unit for the elevated wbc count.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired (reported in MFR. Report # 2916596-2020-02644). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing this event.